Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. H.3. Device evaluation by manufacturer: field service engineering (fse) visited the customer to address the reported event. During troubleshooting, fse found a few beads and pieces of plastic from a broken cup under the incubator wheel. Fse cleaned the area and performed the cup transfer test without any issue. Quality controls were run with acceptable results. The instrument operated as intended. There was no further action required by fse. A 13-month complaint history review and service history review for similar complaints was performed for serial number 11066709 from 05-oct-2017 through aware date 05-nov-2018. There were no similar complaints found during the searched period. The aia-900 operator's manual under section 12 - flags and error messages states the following: [4271] incubator home detect error cause: the home sensor s120 failed to be activated after the incubator moved toward the home position. Measurement will be interrupted. Action: please contact tosoh local representatives. Check s120 and pm120 for a possible malfunction. The most probable cause of the reported error was broken cup pieces under the incubator wheel.

Event description:
A customer reported error 4271 incubator home detect error with the aia-900 instrument. The customer tried to reboot, but the error recurred. The instrument was down. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting of parathyroid hormone (ipth) patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.